Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during an operation on an unknown date, it was noted that there was separated screw and dual core in the op. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4). (B)(6). Manufacturing documents were reviewed and no complaint related issues were found. The microscopic investigation show marks on and also inside the pedicle screw heads indicating that the heads popped off during forcible or inadequate use. The cause is unknown. No manufacturing fault could be detected.